Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mechanism inside control section that locks angulation may have been damaged during user handling, which made angulation impossible to be locked. The event can be detected by following the instructions for use (IFU) sections: evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection 3.2 inspection of the endoscope_ inspection of the bending mechanisms. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. During the evaluation the non-reportable findings were as follows: the light cover glasse adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the insertion tube condition had delamination, the control body cases was distorted, the switch condition was worn, and the switch head was worn, the left/right angulation did not meet specification, and the electrical safety test did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the duodenovideoscope, the right and left lock was broken and not sucking, and the scope failed during the procedure, endoscopic retrograde cholangiopancreatography (ercp). The issue caused a ten-minute procedural extension. There was no clinical impact, and the procedure was completed with another scope. No patient harm was reported.